Manufacturer narrative:
(B)(4) the actual sample was not returned; however; the customer provided a photo for evaluation. The manufacturing site reviewed the photo and reported the following: "based on the photo provided as above , the tube was torn. The torn happened may due to mishandling during use. The reported defect was detected during use on patient. This defect happened due to extra force applied during twisting the tube. Further investigation could not be conducted to identify the defect on the complaint sample since there is no returned sample. In manufacturing site, 100% visual inspection and leak testing was conducted to this product. The leak tester will reject the device if there is any leak caused from the torn tube. There is very unlikely for the torn products will be released for shipment. In IFU mention that this product must store in a cool and dry place, protected from light and ozone. Instruction mention check the system for leakages. Without the actual device returned, the complaint could not be confirmed and a root cause could not be established.

Event description:
It was reported "there was an anesthesia stat in the or this week related to decreased etco2/circuit leak that occurred in the middle of a case that was ultimately traced to a small defect/crack in the corrugated extension tubing". Specific patient information unknown at time of reporting.

Event description:
It was reported "there was an anesthesia stat in the or this week related to decreased etco2/circuit leak that occurred in the middle of a case that was ultimately traced to a small defect/crack in the corrugated extension tubing". Specific patient information unknown at time of reporting.

Manufacturer narrative:
(B)(4).